Event description:
Patient was in the process of undergoing a left cardiac catheterization when the toshiba imaging equipment malfunctioned. The c-arm hyperhandle which controls angulation for imaging stopped functioning. The staff attempted to reboot the system to get the hyperhandle to work. Rebooting the system was not effective. The patient was stabilized and transferred to another room to finish the case. There was an approximate 30-minute delay in the procedure. The procedure was completed without incident and without any harm to the patient. A toshiba repairman came to the hospital on (B)(6) 2013 to assess and repair the system. In his report he found that the blue positioning knob on the hyperhandle was mechanically jammed. He replaced the handle, tested it for accuracy and calibrated the system and found all in working order.what was the original intended procedure?left cardiac catheterization.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.